Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 40 mg/dl. The patient was shaking. For treatment, the patient was given glucagon. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 1 hour. The pod was discarded. It was mentioned that the patient had a lot of scar tissue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.